Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable. Reportedly, the usb cable was loose and no longer fits the pump properly. The customer had an alternate usb cable to charged the pump. There was no adverse impact to customer¿s blood glucose.